Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed, 3.5x18mm, eccentric, de novo lesion being treated was located in the non-tortuous, non-calcified ostial and mid third of the left anterior descending (lad) artery. The lesion was predilated with a 3.5x12mm maverick balloon, inflated at 12 atm. A 3.5 x 20 promus element was implanted at the ostium, inflated to 18 atm. "Boost" was performed which showed good expansion and apposition of the stent from the ostium. However, a residual lesion was observed distal from the implanted stent, verified angiographically. When another control injection was performed (right flow), the lack of a stent at the ostial level was observed. Another "stent boost" and ivus were performed which confirmed the stent had shortened and was no longer covering the ostium. The physician implanted a 3.5x33mm non-bsc stent, inflated to 18 atm, and post dilated with a 4.0 x 15 balloon at 22 atm. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).